Manufacturer narrative:
Investigation summary: the customer complaint on 220099, lots 192251200 & 192251400, is not confirmed. An inspection of the returned samples revealed the pouch integrity to be intact indicating that they were still in a sterile state. A review of the DHR showed that the swab lots were exposed to the appropriate dose to ensure sterilization and be contaminant free. An investigation of the complaint history reveals that there have been no other complaints for this defect on this product. The growth noted by the customer is likely to be originating either at the collection or testing site. Bd qa will continue to monitor for trending.

Event description:
It was reported that bd bbl¿ cultureswab¿ liquid stuart, single swab may be contaminated with aspergillus niger. Patients did not require hospitalization, there were no other reports of patient impact. The following information was provided by the initial reporter: it was reported that customer concerned 220099 swabs they are using might be contaminated with aspergillus niger. None of the patients required hospitalization due to the associated infection at that time of treatment.

Manufacturer narrative:
(B)(4). Medical device expiration date: unknown. Device manufacture date: unknown. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for additional lot numbers are as follows: medical device lot #: 192251200 001g14 medical device expiration date: unknown device manufacture date: unknown. Medical device lot #: 192251200 001a14 medical device expiration date: unknown device manufacture date: unknown. Medical device lot #: 192251400 001l07 medical device expiration date: unknown device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd bbl¿ cultureswab¿ liquid stuart, single swab may be contaminated with aspergillus niger. Patients did not require hospitalization, there were no other reports of patient impact. The following information was provided by the initial reporter: it was reported that customer concerned 220099 swabs they are using might be contaminated with aspergillus niger. None of the patients required hospitalization due to the associated infection at that time of treatment.